Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, 0218588400, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0218588400, ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (concentration and dose not reported) via an implantable infusion pump. It was reported that the patient experienced increased spasticity. An exam of the spinal catheter was made using contrast and it was reported that based on the pictures, the catheter appeared to be in a subdural position and not in the intrathecal space. It was confirmed that the catheter was implanted in the intrathecal space and then migrated. The neurosurgeon decided to revise the spinal segment of the catheter by performing a laminectomy. It was noted that due to the ¿misplacement of the catheter¿ the system was reportedly suspected to be clogged completely. During the procedure, no leaking of liquid was observed from the pump segment of the catheter. Based on that observation the neurosurgeon decided to change the whole system to ensure proper therapy delivery. It was at first reported that the explanted pump and catheter would be returned, but had been lost by the hospital after the surgery. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.